Event description:
Mdt rep was not with patient at the time of this call. Rep states that the patient's li battery pack is falling apart when they take it out of their controller to reset the controller. Rep states in some instances, the controller will not turn back on when it is placed back inside. This has been an issue the entire time the patient has had this device. Rep did not have the model or serial number at the time of call, so ts sent an email to the rep to obtain the sn.  (B)(6) 2024 (B)(6) (rep): mdt rep was not with patient, however states that she was contacted on tuesday by the patient to state that their controller will not recognize their (B)(6) antenna when it is plugged into the controller. Patient stated they do not believe that the prongs or ports are damaged in any way. Rep states this began about a month ago for the patient and since three weeks ago, they haven't been able to charge their ins because of this. Rep states the controller will also state "no device found" but then it will not change when the (B)(6) is plugged into it. Ts will then send an email to replace the (B)(6). (B)(6) 2024 (B)(6) (rep): mdt rep called in to state that the patient received their new li battery and recharger, but the controller will not stay on when it is not plugged into the a/c wall charger. Ts sent email to repair to replace the controller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID m995402a001 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.